Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic due to emergency backup battery (ebb) alarms. When they were connected to the heartmate touch, the ebb showed no battery information and appeared to be dead. The ebb was then replaced and the dead one was returned for analysis. The exchange resolved the alarm. The old ebb had only been in use for 16 months so the clinician was confused why it died so quickly. Log files recorded a backup battery fault event on (B)(6) 2024. The event was associated with a (f34) ebb_circuit_fault. The ebb was returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed. Log files provided by the customer were reviewed. The event log file contained data recorded on (B)(6) 2024 from 10:00 to 10:27 where intermittent backup battery fault alarm associated with an ebb_circuit_fault (f34) was recorded. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events captured from (B)(6) 2024 to (B)(6) 2024 where a backup battery fault alarm associated with an ebb_circuit_fault (f34) was recorded on(B)(6) 2024. The returned 11v backup battery ((B)(6)) was functionally tested using test system controller, power module and pump. The returned backup battery was able to support the pump for extended period of time when the external power was disconnected; however, an intermittent backup battery fault was reproduced. Further measurements on the printed circuit board (pcba) were performed however, the specific root cause for the alarm was not able to be identified. A corrective and preventative action was initiated to investigate the backup battery faults. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6) was received into inventory on 22jul2022. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.